Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. The technical support specialist (tss) identified that the ¿deadline exceeded¿ error indicated a grpc call did not receive a response within the configured time limit, using the knowledge article titled ¿sync 2.0 all devices not communicating deadline exceeded.¿ the tss connected to the affected med es device remotely via remote support service (rss) and accessed the command shell. The bd data sync device service was restarted using powershell, after which the disconnected mode indicator was no longer present. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis not communicating in certain stations. 5 hours delay showed on hsviewer. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis not communicating in certain stations. 5 hours delay showed on hsviewer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.